Event description:
The customer reported that on (B)(6) 2015, his blood glucose reached 402 mg/dl and he was diagnosed with diabetic ketoacidosis. When the pod was removed, it was noticed that the cannula was kinked. This pod, which was worn for 12 hours, was discarded. The customer also reported that the pod site was irritated and swelling was present. Three days later on (B)(6) 2015, the customer went to his doctor who lanced the abcess that had formed.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia or diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.